Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 200 mg/dl. Customer was unable to perform troubleshooting at the time of the report and did not respond to multiple follow up attempts.